Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an post-reset ram crc alarm and experienced high blood glucose level. The customer¿s blood glucose level was 348 mg/dl. The customer was assisted with troubleshoot and customer was assisted to clear the alarm. Customer declined troubleshoot for high blood level. The insulin pump will not be returned for analysis.